Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 all pockets were not detected on bus. A field service engineer (fse) verified that the drawer pulled too far out from the cabinet, the rails were damaged, and the retractor band had broken. So, the fse replaced the retractor band. Further, the fse confirmed that the cubie drawer rails on drawer 5.2 were broken. So, the fse replaced the cubie drawer. Then configured the drawer, and a successfully tested the drawer in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 was failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.